Event description:
The complainant is the family member of an insulin dependant diabetic. Family member indicates that family member's spouse's glucometer elite system was not working--nothing would come on the display. Batteries were changed several times and appeared to "fix" the problem. However, during control testing the customer would continually get "lo" results (less than 15mg/dl). On july 9, complainants' spouse was not feeling well with a stomach ache. Not feeling well spouse went to the hosp where a blood glucose of 400mg/dl was obtained (method unknown). Prior to leaving for the hosp a blood glucose test was performed using the elite system and a result of 110mg/dl was recorded. A request was made to return the entire system including reagents for eval. At the time of the complaint the serial number of the system was provided by the customer. However, it appears that this number was in error. Therefore, the initial report will not have the serial number listed or the date of MFR. Follow-up will be made with the customer.